Manufacturer narrative:
Concomitant medical products: tgu404010 UDI: (B)(4), tgu404010 UDI: (B)(4), tgu404010 UDI: (B)(4). It is not known which of the tgu404010 devices were involved in the event, therefore all were investigated. The viabahn device is being reported separately.

Event description:
The following information was reported to gore: on (B)(6) 2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm whereby conformable gore® tag® thoracic endoprostheses and gore® viabahn® endoprostheses with heparin bioactive surface were implanted. On (B)(6) 2018 the patient exhibited a gutter leak around the left renal artery. On (B)(6) 2018 the patient's left renal artery was stented and a left renal artery branch in the gutter space was embolized. The patient tolerated the procedure.

Manufacturer narrative:
Date of event. Updated event. Updated conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak, aneurysm enlargement and reoperation.

Event description:
The following information was reported to gore: on (B)(6)2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm whereby conformable gore® tag® thoracic endoprostheses and gore® viabahn® endoprostheses with heparin bioactive surface were implanted. On (B)(6)2017 the maximum aortic diameter was 67mm. On (B)(6)2017 the maximum aortic diameter was 75mm. On (B)(6)2018 the patient exhibited a gutter leak around the left renal artery. On (B)(6)2018 the patient's left renal artery was stented and a left renal artery branch in the gutter space was embolized. The patient tolerated the procedure. On (B)(6)2018 the patient was recovering from his surgery with severe deconditioning.